Event description:
It was reported that a intellanav mifi open-irrigated ablation catheter was selected to be used in a procedure. It was noted that the irrigation tubing was broken. No complaint complications were reported.

Manufacturer narrative:
The returned device was reported for a broken irrigation tubing. The reported failures were confirmed through analysis. Visual examination revealed that the irrigation luer and tubing is torn off at where it comes out of the handle. Dried body fluid found on the distal end. The luer itself was missing. There is no evidence this device was used in a manner inconsistent with the labeled indications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a intellanav mifi open-irrigated ablation catheter was selected to be used in a procedure. It was noted that the irrigation tubing was broken. No complaint complications were reported.